Event description:
The manufacturer received a report that a trilogy o2 ventilator was replaced due to occurrence of a "ventilator service required" alarm. There were no reports or allegations of patient harm or injury. The device was returned to the manufacturer for evaluation. During an initial operational check, a ¿ventilator service required¿ alarm was not duplicated. Device log files were successfully retrieved and reviewed in their entirety. Review of the logs confirmed the presence of a ¿ventilator service required¿ alarm associated with error code err_obm_air_flow_sensor_failed, indicating a failure related to the air-side flow sensor within the oxygen blender module. To address the identified condition, the oxygen blender printed circuit assembly (pca), which includes the flow sensor, was replaced. In addition, the trilogy o2 pm1 preventive maintenance kit was replaced as part of schedule maintenance activities. Following corrective actions, the engineer performed post-repair verification testing, including alarm testing, battery performance checks, functional run-in testing, and device cleaning. The ventilator passed all evaluations and was confirmed to be operating within specifications.

Manufacturer narrative:
The reported failure of a ventilator service required alarm associated with a failure related to the air-side flow sensor within the oxygen blender module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.